Event description:
Treatment of a large saccular aneurysm measuring 12mm x 5.25mm located in the superior hypophyseal segment of the right ica (internal carotid artery). Dual antiplatelet therapy was given to the patient. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the middle of the pipeline (4mm x 20mm) was narrowed and eventually opened when the marksman catheter was advanced through it. Post procedural angiogram showed an eclipse. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).